Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the ins not holding a charge was unknown. They stated that impedances were normal, but they were unable to collect information from the last several recharging sessions, as the patient did not have their recharger. The issue was not resolved. No further actions or interventions have been taken. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that since last reprogramming session on (B)(6) 2018 (exact date unknown), patient stated that stimulation was occasionally causing pain under her ribs (10v, 450us, 60hz), which goes away when voltage is decreased (exact voltage level required to take pain out of ribs is unknown). The stimulation is covering all areas of low back, buttock and leg pain and patient is getting pain relief in these areas. The stimulation was reprogrammed with 7.5v, 780us & 300hz and the patient was no longer feeling pain under ribs. Impedance check showed electrodes #10, #13, & #15 are out of range. The date of occurrence is unknown and the cause of electrodes being out of range is unknown, but these contacts were not being used in her programming configuration. The patient was reminded patient to turn off stimulation while driving. The patient was satisfied with results issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-03-28. It was reported the patient was having difficulty recharging and the ins was not holding a charge. The patient indicated she charges her implant at night and by morning the device is completely dead. The ins has never been in an overdischarge state. Electrode impedance shows electrode 10, 13, and 15 are >10k ohms. Patient is programmed with electrodes 0, 5, 6, 7, 8, and 11. Therapy impedance is 311 ohms. Clinician programmer showed typical coupling of 8. The recharger was not available. Reviewed recharging statistics. No patient symptoms were reported. No additional complications were reported/anticipated.